Event description:
The physician's nurse reported that the patient has bee hospitalized for a period of time and that the event was not related to vns or the implant of vns. It was reported that the event was actually due to the anesthesia during the surgery. It was reported that the patient is extremely malnourished and "has some issues" and also with very poor pulmonary function prior to the initial implant. It was reported that the patient's pulmonary issues were exaggerated by the anesthesia. It was reported that the patient was sedated and received more nutrition to improve her lung function.

Event description:
It was reported that the recently implanted vns patient developed pneumothorax and pneumonia that was believed to be related to the implant procedure. The patient was hospitalized for the pneumonia. Attempts for additional relevant information were made but have been unsuccessful to date.